Event description:
It was reported that plates were identified as fractured on imaging following approximately four and half years of implantation. They were removed and not replaced.

Manufacturer narrative:
Plates identified: 25-308-06-09, 25-308-87-09 , 25-308-09-09. Lots identified: 211716, 233826, 211916.